Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) called and confirmed with customer that there was a problem at start-up of the system, and there was no display on the large screen. The review of system log file showed communication problem with the media wall and malfunctioning frontal ip-pc. As a part of troubleshooting fse checked the connection of the live media wall to a 220v socket. To resolve the issue, the fse replaced the 2 image hdd. After replacement of 2 image hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported that there was a problem at start-up of the system, system remains stuck on the 00:00 time count. Also, there was no display on the large screen. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.